Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Ventricular high rate episode with apparent oversensing seen on the electrocardiogram (egm). Medtronic

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost consciousness three times and felt dyspnea and elevated heart rhythm. It was noted the lead was replaced. No further patient complications have been reported as a result of this event.